Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, damaged dso seal. Functional testing found a defective dso sensor. The complaint was confirmed. Primary problem with defective pwa. Damaged dso seal. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced dso seal, dso sensor, pwa.

Event description:
It was reported that "the membrane needs to be changed". There was unknown patient involvement and unknown patient harm/adverse event reported. No further information is available.